Manufacturer narrative:
Citation: okoh ak et al. Outcomes after transcatheter mitral valve-in-valve replacement in patients with degenerated bioprosthesis: a single-center experience. J invasive cardiol. 2020 feb;32(2):49-54. Epub 2019 nov 15. Doi: not available. Attached full text article. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following transcatheter mitral valve-in-valve implantation using non-medtronic transcatheter valves. All data were retrospectively collected from a single center between july 2013 and september 2016. The study population included 15 patients (caucasian: 6, african american: 6, hispanic: 3) and was predominantly female with a mean age of 69 years. Of those, three patients were previously implanted with medtronic mosaic surgical mitral valves. No serial numbers were provided. For the three mosaic patients, transcatheter mitral valve-in-valve implantation was performed for the following reasons: mitral stenosis at approximately three years post-implant (patient 5); moderate or severe mitral regurgitation at approximately nine years post-implant (patient 7); and moderate or severe mitral regurgitation at approximately seven years post-implant (patient 12). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.